Manufacturer narrative:
Device evaluation: analysis of the returned device identified brown particles in the shell, a creases fold and an opening on the anterior. A leak test and microscopic analysis was performed which identified, smooth creases opening and a wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is:an opening crease smooth on anterior assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device remains implanted.